Event description:
Reported via patient call center. It was reported that thrombosis occurred. The patient had been taking eliquis medication pre procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, the patient mentioned everything was "fine" and the physicians discontinued eliquis at that time and continued only the aspirin medication and no plavix. At the one (1) year follow up, a transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was found on the closure device. The physicians placed the patient back on eliquis.

Manufacturer narrative:
A3a-b patient gender corrected from female to male b5: information added h6 impact code added: hospitalization or prolonged hospitalization.

Event description:
Reported via patient call center it was reported that thrombosis occurred. The patient had been taking eliquis medication pre procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, the patient mentioned everything was "fine" and the physicians discontinued eliquis at that time and continued only the aspirin medication and no plavix. At the one (1) year follow up, a transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was found on the closure device. The physicians placed the patient back on eliquis. It was further reported by the physicians office that the patient was discharged post index procedure on dual antiplatelet therapy (dapt) medication regime and then was on only aspirin at six (6) months. The patient was hospitalized n in response to the "massive thrombus" seen on tee, received heparin medication during hospitalization, and then was placed on eliquis. The physicians office reported the patient potentially being mistaken with the prescribed medication regimen, so they read through the patients medications carefully with the patient in preparation for the next two (2) year follow up.